Manufacturer narrative:
Initial

Event description:
It was reported that a person using an ilet system with a dexcom g7 continuous glucose monitor (cgm) experienced a transient hyperglycemia to 251 mg/dl after eating without announcing a meal; the glucose level was trending down during the call and measured 226 mg/dl later. Symptoms included no reported clinical effects. Outcomes included no need for medical intervention, no hospitalization, and the individual planned self-monitoring while allowing the ilet to correct. Investigation included a review of use-pattern and troubleshooting education focused on missed meal announcement and continued observation without alerts or alarms. Investigation of this case revealed that the elevated glucose was consistent with user-related under-delivery due to a missed meal announcement, with no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error involving a missed meal announcement.